Event description:
Event determined reportable based on investigation completed 6/30/2007. The physician prepped and inspected the device which appeared to be fine. Once the device was inside the patient, it was deployed in the saphenous vein graft (svg) to the posterior descending artery (pda). The physician thought that the device "was visually different" so attempted to reposition the filter. The device still "visually didn't look like it was supposed to". The physician removed the filterwire and the procedure was successfully completed with another filterwire. There were no reported patient complications. Patient status listed as "ok". Upon investigation of the returned device, it was found that a piece of the deployment sheath had detached and was captured within the recovery sheath.

Manufacturer narrative:
One protection wire was received in the retrieval sheath (filter deployed). Both were tightly hand-coiled together and placed in a 6" x 9.75" plastic storage bag and placed into the ez filterwire box. "Somewhere along the way, this device is defective". During visual/microscopic examination, it was noted that a section (approximately 1.125") of the delivery sheath was captured in the retrieval sheath. Dried fluid was noticed throughout the distal portion of the retrieval sheath and on the protection wire. Bends were noted at 32cm, 61cm, 90cm, and 132cm on the retrieval sheath (measurements taken from the distal tip). The gray portion of the delivery sheath that was returned showed no indication that any tension was applied to it. No elongation of the distal portion of the delivery sheath was apparent. The proximal portion of the delivery sheath was not returned for examination. Review of the device history records (DHR) was performed showed no indication that this device did not meet all material, assembly, and performance specifications. There is not enough information available to confirm the complaint of identify at root cause.